Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's power supply is malfunctioning. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
The repair bench ordered a replacement power pca, however, there is a global parts hold. Once the part is received, the device will be returned to the customer.

Event description:
It was reported to philips that the device's power supply is malfunctioning. There was no reported patient involvement.